Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified proximal left anterior descending (lad) artery. After a 3 x 12 emerge balloon catheter was advanced to predilate the lesion, a 3.50 x 16 synergy ii stent was advanced to treat the lesion. However, after inflating the balloon, a post-stent intravascular ultrasound (ivus) run was performed and it was noticed that there was no stent deployed in the lesion where the stent was delivered. The stent was not found on the sterile prep table or the patient table. A cine of the left coronary arteries was performed and there was no apparent stent anywhere in the left system. An in depth cine run of the guide catheter and the co-pilot was also performed but still, no stent was found. Full body CT scan was performed and the stent was not present inside the patient's body. It was then believed that the stent was inadvertently removed from the delivery system without knowledge during preparation. No patient complications were reported.